Event description:
It was reported that an over infusion of heparin had occurred. The customer indicated that the infusion was programmed correctly with a concentration of 25,000unit/250ml at a rate of 20.2ml/hr. However, within a one hour window, the infusion bag was found to be empty based on the air-in-line alarm. A calculated volume of 20ml had been infused in about 57 minutes from when this new bag and tubing set were hung at the time the bag was found empty. The heparin was in a primary line running into a dedicated IV site. It was noted that there was also dobutamine and magnesium sulfate running at lower rates on additional channels. The patient's heparin assays were elevated, but had progressively lowered. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of a pump module over infusion of heparin was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. ¿ the suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. ¿ internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ a review of pump module and pcu error log showed no errors on the reported incident date. ¿ during the pcu event log review, it was observed that on (B)(6) 2025, at 7:31 pm, an infusion with the reported parameters was remotely programmed on the suspect pump module with a rate of 20.2195ml/h and a volume to be infused (vtbi) of 250ml, the infusion started with a primary volume infused (pvi) of 2710.82ml (infused values are accumulated total from prior performed infusion). The profile in use was identified as ¿(B)(6)¿. ¿ at 8:27 pm, the pump module alarmed air in line with a pvi: 2729.76ml, then, the pump module was silenced. ¿ at 8:31 pm, the infusion was restarted, then, the user programmed a delay for 10 hours. Pump module entered standby. At 8:35 pm, pump module alarmed door open. ¿ at 8:36 pm, the suspect pump module was removed. ¿ the total volume infused recorded from the time the infusion was programmed at 7:31 pm through 8:36 pm was calculated to be 18.94ml. This value was derived by subtracting the initial accumulated pvi of 2710.82ml at the start of the infusion and the final pvi of 2729.76ml at the end of the infusion. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the infusion of heparin that was programmed to infuse for approximately 12 hours was terminated early after only infusing for approximately 56 minutes. ¿ per the bd alaris¿ system with guardrails user manual (v12.3.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: ¿ please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion of heparin was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported that an over infusion of heparin had occurred. The customer indicated that the infusion was programmed correctly with a concentration of 25,000unit/250ml at a rate of 20.2ml/hr. However, within a one hour window, the infusion bag was found to be empty based on the air-in-line alarm. A calculated volume of 20ml had been infused in about 57 minutes from when this new bag and tubing set were hung at the time the bag was found empty. The heparin was in a primary line running into a dedicated IV site. It was noted that there was also dobutamine and magnesium sulfate running at lower rates on additional channels. The patient's heparin assays were elevated, but had progressively lowered. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.